Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11843. It was reported the pt did not have stimulation coverage from his two leads. The physician replaced both leads with one surgical lead. It was reported the pt had effective coverage with the new lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.